Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Examination of returned device found evidence of product non-conformance. During the evaluation, the tibial tray was found with out-of-specification threads when checked with the specified gage. The nonconforming threads prevented the augment from being attached via screws. Final inspection criteria for the part was updated to require thread form check.

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2013 due to alleged personal injury. During the procedure, the augment would not attach to the tibial tray. Another tibial tray was available and the procedure was completed to implant a total knee system.